Event description:
The lay user/reporter contacted lifescan, in a foreign country, on november 14, 2007, reporting that the one touch ultra meter was prompting error message. In 2007, the patient was feeling shaky and unwell. The reporter called in the paramedics. The patient was tested on the emt meter and obtained results of 2.3 mmol/l. The patient was unable to confirm, but thought that she was treated with glucose. The patient was admitted to the hospital and stayed there for almost 10 days to work out a proper treatment plan with regards to monitoring her diabetes. There was no change made in her diabetes medication regimen. The patient notified that she takes actarapid 20 units in morning, 18 units in evening and metformin 500 mg per day. The patient tests her blood sugar once a day. The patient denied missing/skipping her diabetes medication before or after the issue with the lfs product started. The patient did not miss/skip her meals. It was also reported that the meter was not working since eight days earlier. The patient admitted getting readings on the meter after prior to that day, but could not recall them. The patient also denied having any other health issues. The customer service representative (csr) verified that there was no meter trauma. The csr tried to walk the reporter through the resolving issue, but it did not get resolved as the reporter was unable/unwilling to answer the questions. Replacement products were sent. This complaint is being reported due to the fact that the patient developed hypoglycemia as she was unable to test herself on the meter and thus, received treatment in the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.